Event description:
It was reported that a malfunction alarm, labeled malf 12, occurred multiple times, but this was the first time the customer contacted support. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the customer's pump, which was still under warranty. The customer was instructed to put the pump into storage mode and return it within ten days using a prepaid label. The customer understood and acknowledged these instructions, and confirmed the shipping address for the replacement.